Event description:
Subsequent to the initial medwatch report, additional information received indicated that the "shaft fell apart" while advancing the splitter. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, during the attempted clip deployment the clip "popped off" and came out of the access site. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficulty to deploy the thumb advancer was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of difficult to deploy thumb advancer for this reported lot. Based on the information reviewed, there is no indication of a product deficiency.